Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis. Concomitant product: 407652, lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed growth in superior vena cava (svc) believed to be from endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted and the patient received antibiotic treatment with future reimplant of device expected. No further patient complications have been reported as a result of this event.